Event description:
There was an allegation of questionable "troponin" results for 1 patient sample on a cobas e 411 immunoassay analyzer. On (B)(6) 2023, the initial troponin result was 160 ng/ml. The result was reported outside of the laboratory. The sample was repeated the next day and the repeat results were 12.4 ng/ml and 12.6 ng/ml. On (B)(6) 2023, the patient had a new sample collected and the results were 139.2 ng/ml and 130 ng/ml. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found the flow path tubing of the sample and reagent probes was not properly placed on the pulley system. The fse placed the tubing in the correct position. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.